Event description:
Yesterday, on [redacted], during an ion robotic bronchoscopy procedure; the surgeon was using a cryo probe for a biopsy. The surgeon felt the cryo probe inflate a little bit while inside the patient. Then the team heard a very loud hissing sound like pressure or gas building or inflating, then an extremely loud bang. The surgeon froze in place and asked if everyone was ok. The team in the room paused to check that everyone was ok. The loud explosion disrupted the procedure and caused immediate pain and distress to the staff. The event was startling and occurred without any warning from the erbe machine while the device was in use. The surgeon removed the probe from the patient. Anesthesia immediately confirmed there was no change in the patients vital signs. The surgeon confirmed patient safety and no visible injury. Then the staff noted that the cryo probe had a hole in it and was damaged. The team deduced that must have been the source of the explosion. The team members noted that no alarm from the erbe machine went off during the incident. The team double checked the pressure within the erbe machine and noted it to be 55bar which is within normal limits. After confirming there was no visible patient injury, the cryo probe was replaced and set aside. A new cryo probe was then used to complete the procedure successfully. One bronchoscopy technician reported immediate pain and discomfort in his ears from the incident. However that they were ok to finish the rest of the day. One technician went to their medical provider for an appointment to check his ears as an urgent evaluation from the incident. The surgeon reports his ears are still sore the next day. One technician reports one ear is still sore the next day. One technician reports no impact.